Event description:
It was reported that, when trying to update the newly implanted pump, the update did not complete successfully. Upon re-interrogating the pump, it was found to be in stopped mode. In addition, there was no priming bolus in-progress, which showed that it had not been programmed during the update attempt. The device system was used to deliver prialt.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial number: unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had no symptoms. The failure to update was fixed before the patient was di scharged. The patient was reportedly doing fine and receiving therapy.